Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection noted that both loading units were pre-fired and engaged in interlock with the jaws open. The second loading unit anvil was bowed. Functional testing of each loading unit found no abnormalities, all remaining staples were placed and the test media was cleanly transacted. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. Replication of the bowed anvil may occur in any of the following circumstances: 1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. Additional information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open right lobectomy procedure. The stapling device was being used for cutting the lung tissue. The stapler was not able to fire. The surgeon was able to press the green button but was not able to squeeze the handle. The incision was extended by more than one inch due to the product problem, and the procedure was converted to open from laparoscopy. In order to resolve the issue and complete the case, replaced with another device. The patient had no injury.

Event description:
According to the reporter: occurred during an open right lobectomy procedure. The stapling device was being used for cutting the lung tissue. The stapler was not able to fire. The surgeon was able to press the green button but was not able to squeeze the handle. The incision was extended by more than one inch due to the product problem. In order to resolve the issue and complete the case, replaced with another device. The patient outcome is alive, no injury.